Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultraverse rx pta dilatation catheter was returned for evaluation. The returned device was noted to have blood residues and received in two segments. During visual evaluation, segment 1 was noted to have partial catheter and balloon while the segment 2 was noted to have remaining catheter and inflation hub. No other anomalies were noted. No further testing was done. The investigation for the reported detachment of device issue can be confirmed, as catheter shaft was found to be detached during visual evaluation of the returned device. A definitive root cause for the reported detachment of device issue could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 11/2023). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd h3 other text : see h10.

Event description:
It was reported that during an angioplasty procedure in the superficial femoral artery, the catheter shaft was allegedly broken during the second insertion. It was further reported that another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 11/2023).

Event description:
It was reported that during an angioplasty procedure in the superficial femoral artery, the catheter shaft was allegedly broken during the second insertion. It was further reported that another device was used to complete the procedure. There was no reported patient injury.